Event description:
The patient received her scs system on (B) (6) 2009. It was reported that a store display fell on her while shopping. An xray confirmed that the patient's lead had migrated laterally. On (B) (6) 2010, the patient's leads were replaced. Follow up on the patient found that she is doing well and has adequate stimulation. The leads were not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.